Manufacturer narrative:
Several attempts to obtain the manufacturer or model/serial of the implanted leads, have been unsuccessful. A request for additional information regarding the device, have been unsuccessful. The device remains implanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit, that this pacemaker device exhibited p-wave correlating with rv stimulation, on the surface ECG we observed spikes followed immediately by wide qrs. The physician contacted technical service (ts), requesting data from this device analyzed. Ts advised when pacing in the right atrial (ra) lead, the right ventricular (rv) was being paced. When pacing in the rv lead, the atrium was being paced. At this time ts advised suspected leads reversed in the header. Ts provided recommendations for additional troubleshooting, x-ray imaging to verify lead placement.